Event description:
After iabp for three days, the "helium leak" alarm sounded fronm the pump. The iab leaked. Blood was noted in the catheter. Event complications: none from the event -reported 12/9/96. Pt's current status: unk -reported 12/9/96.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: underwent leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.